Event description:
It was reported that the patient previously had a subq ICD device. The physician stated that the device failed to convert a tachycardia episode. The device was explanted and replaced. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".